Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h3, and h6 (annex codes). Additional information: it was initially reported that the issue arose approximately 1.5 hours into the procedure. However, further information clarified that the problem occurred shortly after port placement, during system docking. The patient's da vinci-assisted total prostatectomy procedure was rescheduled and successfully completed robotically. Device evaluation: intuitive surgical, inc. (Isi) received the patient side cart (psc) cardcage involved with this complaint to perform failure analysis. Upon visual inspection, the port fiber connector on arm #3 was broken. Also, the port fiber connector on arm #2 was found to be bent and loose.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, an error occurred while positioning universal surgical manipulator (usm) #3. The system was inspected and powered on without issue prior to the start of the procedure. The problem arose approximately 1.5 hours into the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) was consulted and recommended performing a power cycle; however, the error persisted. Although the procedure was initially expected to continue despite the issue, the surgeon ultimately decided to abort the procedure due to the recurring error. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced and confirmed the error in the system logs. The proximal cable of the secondary setup joint (suj) for units 1 and 3 was replaced. Additionally, the patient side cart (psc) cardcage was removed and replaced. After these adjustments, the system was tested and verified as ready for use. Isi has received the psc cardcage to perform failure analysis. However, as of the date of this report, the evaluation has not been completed. A review of the site's system logs for the reported procedure date was completed, and the investigation revealed the following possible related system errors: excessive mismatch error between primary and secondary setup joint (suj) readings on suj3, axis: (xi: flex) or (x: dof1, vertical or "z").

Manufacturer narrative:
Updated sections: h2 and h11. Corrected data: follow-up #1 MDR was submitted with an incorrect g3 field date of "07/11/2025." The correct g3 field date for follow-up #1 MDR is "08/05/2025."